Event description:
It was reported by the customer that the antibiotic ran out of the syringe during administration and the patient did not get any of the dose. No information was received regarding any serious injury as a result of this product issue.